Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error message when scanning the adc device, which persisted for several hours. No sensor readings were able to be obtained over this time, and the customer subsequently experienced seizure and loss of consciousness. Emergency services were called and treated customer with glucagon injection for treatment of hypoglycemia. The customer was then transferred to hospital where blood and urine analysis were performed, but no further treatment was reported. There was no report of death or permanent injury associated with this event.